Event description:
It was discovered during testing that spectrum pump failed to alarm, resulting in an undetected upstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and is in the process of evaluating the device. When the evaluation is complete, a supplemental report will be submitted.